Event description:
It was reported that during a thyroid procedure, the device tissue pad was flaking white flakes during activation outside the pt and appears to be melting. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/15/2008. Info anticipated, but unavailable at this time.